Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There are no nonconcformances related to the reported event. The customer rep notified the alarm for maintenance code #6 and was able to enter the diagnostics and calibrate the touchscreen. Performed all functional and safety tests to ensure proper performance. Went over the calibration of the touchscreen with a member of the catheter lab team. There was no need to replace any part, just calibration. The pump was returned to use. (B)(4).

Event description:
The customer reported that during a routine check of the iabp, the iabp generated a "power-up test failure code #6" (unable to configure touch screen controller device electrical test failure) alarm. No pt was involved.